Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, it is likely that the following factors contributed to the malfunction: the camera unit was loosened, the endoscopic image could not be displayed, and water tightness was lost due to poor sealing of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the camera head unit was loosened, no image was displayed, and water tightness was lost. There was no patient involvement.